Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported foreign material present in device was able to be confirmed. Based on a visual and chemical analysis inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, a definitive cause for the reported difficulties cannot be determined; however there is no indication to suggest a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that before use, the 2.75 x 28 mm xience alpine stent was noted to have some fibers on the end of the stent. The device was not used. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.